Manufacturer narrative:
An event regarding nickel and cement allergy involving a triathlon baseplate was reported. The event was not confirmed. Device evaluation not performed as no devices were returned for review. Medical evaluation not performed as no medical records were provided for review. The device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the lot referenced. The exact cause of the event could not be determined as insufficient information was provided.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Hospital retained device.

Event description:
It was reported that patient had revision of right knee due to nickel and cement allergy.

Event description:
It was reported that patient had revision of right knee due to nickel and cement allergy.